Event description:
Procedure: lavh/tso. Patient underwent the procedure with no incidents noted during the surgery. Approximately 1 year later, the patient and spouse noticed some difficulty with sexual intercourse. In 2002, the patient's physician retrieved a titanium staple from the cuff of patient vagina. One month later the patient underwent surgery for removal of additional staples at their vaginal cuff.